Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would not start up and an error message would appear indicating that a hard drive malfunction occurred.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the image acquisition system (ias) was stuck in system booting please wait. There was also no ias connectivity from the mobile view station (mvs) when attempting to view the app. A windows error screen displayed when the external monitor was connected to the ias computer. The medtronic representative replaced the ias computer and power switching board which resolved the issue. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the pendant showed 'system booting please wait'. The site attempted to restart several times without resolution. No patient was present during the time of the reported incident.